Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018. It was also reported that the harm and treatment code for high blood glucose event was corrected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value 447 mg/dl. The customers other blood glucose values were over 300 mg/dl, 213 mg/dl, 220 mg/dl and 280 mg/dl. Customer declined to troubleshooting for high blood glucose value. Customer stated infusion set was splitting down the middle of the cannula. Customer stated that they call health care professional and get antibiotics. The insulin pump will not be returned for analysis.